Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the battery depleted form 97% to 30% in approximately 2 days. In addition, the customer received an inaccurate fill estimate after loading the cartridge with 450 units. The customer reloaded a new cartridge onto the pump and received an accurate fill estimate. Customer reported blood glucose (bg) level was 217 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found. (B)(4).